Event description:
It was reported that device will not charge from the mains. The green led charging indicator does not light up when plugged in and the unit does not appear to be accepting a charge.

Manufacturer narrative:
Investigation results: the device was received at our technical centre for an evaluation and the 4006 system failure was confirmed. The 4006 failure is a failure of the system internal clock that keeps the device alive and the root cause of this failure was due to a fully drained coin cell battery within the circuit board that powers the clock. This issue can occur when the main battery is allowed to drain fully. As a result of this failure, the necessary repairs were carried out and the device was confirmed to be working with specification. There was no patient harm /injury due to the issue. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.